Manufacturer narrative:
(B)(4). This batch was manufactured from may 4, 2009 - may 6, 2009. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two day infusor leaked. This occurred while the device was being connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.